Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection that started just distal to the left subclavian and extended through the right common iliac. There was tortuosity and 90 degree anterior angulation of the aorta near the left subclavian. It was reported that the patient presented emergently at around midnight with a bleeding dissection that was cutting off normal circulation. The talent stent graft was implanted to cover the dissection; however, it did not cross over the left subclavian and a type 1 endoleak was evident. This required an implant of a second talent stent graft more proximally which was positioned across the left subclavian and resolved most of the endoleak; however, a slight endoleak was still present. No further intervention was performed and the decision was made to not further intervene or to cover any more of the distal dissection toward the iliac, since blood flow was restored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Secondary intervention. Results: endoleak; tortuous and angulated aorta, pre-operative dissection. Conclusion: tortuous and angulated aorta, pre-operative dissection.